Event description:
The patient reported detachment of the infusion set tubing from the hub involving 6 sets and subsequent high blood glucose levels, which were treated via the insulin pump on (b)(6) 2026.

Manufacturer narrative:
Initial 4 of 6.Name: (b)(6).Country: United States of America.Address ¿ Line 1: (b)(6).Address ¿ Line 2: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6). Based on the available information, this event is deemed to be serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.